Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at time of release, an infold was observed on the valve so the entire system was recaptured and retrieved from the patient. A second valve was loaded and implanted uneventfully. No adverse patient effects were reported. Additional information was received which reported that a misload was not identified. The infold was noted during the initial deployment attempt. The valve was recaptured one time due to the infold and removed. A procedural delay was reported due to the exchange of the replacement system. Of note, per the physician, the patient's severe annular calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34; product lot/serial number (B)(6); product type: heart valve; product ID d-evprop34; product lot/serial number (B)(6); product type: heart valve; product ID l-evprop34; product lot/serial number (B)(6); product type: heart valve; image review: intraprocedural fluoroscopic images, media files and static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, there is fluoroscopic evidence of significant calcification in the aortic valve. Therefore, a pre balloon valvuloplasty was performed twice prior to the valve implant. Fluoroscopic valve load inspection was performed but it is not possible to validate a good load because the capsule was not rotated. Medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360° during the fluoroscopy check. The valve was deployed just prior to the point of no recapture in the cusp overlap view and appeared to be shallow on the left coronary cusp in the left anterior oblique (lao) view but no evidence of an infold. Subsequently, the valve was recaptured and an infold occurred during the second deployment attempt. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and replaced. There is no evidence of a fluoroscopic valve load inspection of the new valve; however, it was deployed without further infolding. The valve appeared to be well expanded in the lao view, but slightly constrained in the cusp overlap view and there is evidence of residual aortic regurgitation/paravalvular leak. No further intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.